Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired during the service call.

Event description:
The customer reported that the 9800 system would not read the camera disk. No pt injury was reported.